Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that two tools sheared off during the procedure. The entire shaft/tip came out of the attachment during the entry point for pedicle screw. The bur was used in preparing the site for pedicle probe/cannukation of pedicle. There was no fragments left the patient's body. There was a delay in the procedure; however, no adverse effect to the patient. The case was completed as they opened 2 more burs. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the devices. Visually, the inner shaft broke (located on the smaller 0.024¿ diameter) on both burs. The portions that became detached measured 2.816¿ and 4.329¿ from tip to break. There were circular patterns within the fracture of both burs which is consistent with torsional stress. If information is provided in the future, a supplemental report will be issued.